Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms triggering a lead safety switch (lss). As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. After the lss, there was noise observed on the ra lead which was oversensed by the device. The patient was brought into the clinic where the device was programmed to a ra unipolar pacing and bipolar sensing configuration. However, oversensed noise was subsequently observed on the ra lead even in this configuration. It was noted that the ra pace impedance measurements were within normal specification limits and the ra sensitivity was programmed to a fixed 1 millivolt value due to reported small p-wave amplitudes. Boston scientific technical services (ts) recommended to the healthcare provider (hcp) to perform further evaluation of the lead. The hcp stated that the physician was reviewing an x-ray and was planning to reperform isometric and pocket manipulation testing in both the unipolar and bipolar configurations. The lead was subsequently explanted and replaced. As part of the reporting of this replacement procedure, it was also noted that this ra lead exhibited pacing inhibition with no asystole observed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms triggering a lead safety switch (lss). As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pacing and sensing configuration. After the lss, there was noise observed on the ra lead which was oversensed by the device. The patient was brought into the clinic where the device was programmed to a ra unipolar pacing and bipolar sensing configuration. However, oversensed noise was subsequently observed on the ra lead even in this configuration. It was noted that the ra pace impedance measurements were within normal specification limits and the ra sensitivity was programmed to a fixed 1 millivolt value due to reported small p-wave amplitudes. Boston scientific technical services (ts) recommended to the healthcare provider (hcp) to perform further evaluation of the lead. The hcp stated that the physician was reviewing an x-ray and was planning to reperform isometric and pocket manipulation testing in both the unipolar and bipolar configurations. The lead remains in-service. No patient symptoms or adverse patient effects were reported.